Manufacturer narrative:
A temporal relationship is probable, as the patient was likely performing ccpd therapy prior to the event(s) of nausea, vomiting and gi bleeding. The etiology of the nausea, vomiting and gi bleeding is unknown, thus causality cannot be determined. However, it is known that gi complications commonly occur in esrd patients. Therefore, based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. The reported symptom code (physical damage) was confirmed. The reported complaint symptom code (no allegation of product deficiency) cannot be confirmed or unconfirmed. A visual inspection of the returned cycler exterior revealed a sign of physical damage. The reported physical damage was found on the top cover and rear panel. There were no discrepancies encountered in the internal inspection of the cycler. The device history review revealed assembly encountered a broken transducer on (B)(6) 2017. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support during a troubleshooting call that the patient was performing treatments in the hospital. Follow up with the patient¿s pdrn indicated that the patient was admitted due to polyps which was a pre-existing condition. Additional information was solicited and patient¿s medical records were received. The patient was hospitalized for gastrointestinal bleeding with nausea and vomiting. At the time the records were received, the patient was still in the hospital. No additional information was provided.